Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The difficulty to remove was confirmed and balloon pinhole was observed during the analysis. Based on the visual, functional analysis and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the mid right coronary artery. Pre-dilatation was performed and the 4.0 x 15 mm multi-link 8 stent delivery system (sds) was advanced. The stent was deployed without issue. During the removal attempt, it was noted that the sds could not be completely retracted into the guiding catheter. The distal tip of the sds became stuck on the distal end of the guiding catheter; therefore, the devices were removed as a unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sprinter; inflation: abbott vascular indeflator. Guide cath: ikari curve. Sheath: terumo. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.